Event description:
Pt was in procedure: translumbar angiography. Needle inserted posteriorly into aorta, catheter advanced into aorta, needle withdrawn. At point of injection (pf1:672, 15cc/sec for 60 cc) the hub separated on the catheter, leaving the catheter in pt. Physician then did a cut down to retrieve catheter. Uneventful pt response, discharged home as per outpatient procedure.